Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous segment of the proximal lad. After pre-dilation of the lesion with three different balloons, several attempts were made to cross the lesion with the orsiro mission but unsuccessful. The procedure was abandoned, and the patient will be called back for another angiogram if symptomatic.